Event description:
It was reported that a 38-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced swelling of the right breast. Mammogram and ultrasound imaging were conducted. Ultrasound results indicated fluid in the right breast. As such, fine needle aspiration of the fluid was performed and an undisclosed bacteria was detected. During a consultation with a medical professional, the patient was diagnosed with baker grade iii capsular contracture of the right breast. As a result, the patient is scheduled for bilateral removal and replacement on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2023, the mentor analysis lab received the suspect medical device for evaluation. Additionally, a post-operative report provided additional information. The patient was noted to have bilateral breast ptosis per misshapen breasts in addition to a ruptured right breast implant which was discovered during explantation. As a result, the patient underwent bilateral removal and replacement with 375cc (left-sided) and 350cc (right-sided) mentor memorygel breast implants. As a complication was reported for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-06047 for the contralateral event. On may 19, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, in two (2) parts and incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).